Event description:
During follow-up, an inaccurate longevity estimate was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.